Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, that stent damage was observed. While preparing a 3.50x16mm taxus express2 drug eluting stent, the customer reported that they "noticed raised strut when taken out during preparation." The procedure was successfully completed with another of the same device, and the pt condition is reported as okay.